Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured on the first inflation at minimal pressure 6 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one atlas device was returned for evaluation. Upon visual inspection, no kinks noted to the catheter shaft, no anomalies to the luers, bifurcate or glue fillets. An in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the distal end of the balloon. Further, the balloon fibers where stripped and under microscopic examination, a pinhole rupture was noted to the distal tip of the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as a pinhole rupture was noted to the balloon. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: d2b (lit; dqy), d4 (unique identifier (UDI) #), h6 (method, result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured on the first inflation at minimal pressure of 6 atm. The procedure was completed using another device. There was no reported patient injury.